Manufacturer narrative:
D10 device available for evaluation, h10 narrative/data (removed: the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 45 mg/dl was recorded by continuous glucose monitor (cgm) at 12:53:11 am on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 12:53:11 am. A cgm alert 14 (transmitter out of range) enunciated on (B)(6) 2020 at 10:18:58 pm. Allowing the cgm transmitter to go out of range prevents the user from continuously monitoring bg and potentially addressing an impending low bg. On (B)(6) 2020, user made a bolus request of size 3.75 units, approximately 3 hours prior to the low bg. On (B)(6) 2020, user received an automatic bolus of size 0.0982 units approximately 2 hours prior to the low bg. The cause of the low bg could not be determined based on the review conducted. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Bg cause was not known. Customer consumed glucose tablets and received assistance from paramedics and was administered glucagon to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.